Manufacturer narrative:
The insulin pump had no up button response due to corroded up keypad trace. No button error alarm, ramping number on their own or scrolling bar moving anomaly noted. The insulin pump was received with three cracks top left and right, bottom right corner near display window, crack lcd window at bottom right corner and crack reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.